Event description:
The account alleged that the reverse trendelenburg function is not working on this bed as well as the head hi/low down function. No injuries.

Manufacturer narrative:
The tech found the head hi-lo column was not working. He replaced the column to repair the bed.